Event description:
The pt had c-section jackson pratt drain placed. Retrieved to clinic 8 days after surgery for removal of same. Physician removed holding stitch + began to gently pull. Jackson pratt tubing conduit suddenly gave way. Pt admitted into same day surgical for exploration of abd. Wall to retrieve drain.